Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, far r wave oversensing resulting in automatic mode switch episodes were observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. No patient consequences were reported.